Event description:
The pt had undergone an arthroscopic meniscus repair 5 months earlier. The plaintiff continued to have pain and repeat arthroscopy revealed grooves in the femoral condylar articular cartilage. A partial menisectomy was performed. The defects in the femoral condyle were treated with a microfracture technique.